Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that a zxr00 16.0 diopter intraocular lens (iol) was implanted in the right eye (od) on (B)(6) 2017. There is a planned explant on (B)(6) 2017 because the patient was unhappy with the lens. Reportedly, the lens will be replaced with a zlb00 16.5 diopter iol. Pre-operatively, on (B)(6) 2017, the patient's visual acuity was 20/100, pin hole (ph) visual acuity was 20/40+, and refraction was -1.25 x +0.25 x 159. Post-operatively, day one, (B)(6) 2016, the patient was j10 and had a little bit of edema. In addition, visual acuity was 20/50- with no improvement using pin holes. On (B)(6) 2017, at the patient one week post-operative visit, the patient complained of unable to read up close, at distance, print is almost double and shadowy. Furthermore, the patient's uncorrected visual acuity (ucva) was 20/30 and best corrected visual acuity (bcva) was 20/20, with a refraction of +0.25 x +0.75 x 040. Later, additional information was provided. It was confirmed the lens was explanted on (B)(6) 2017 without complication, no vitrectomy or sutures were required and there was no patient injury post-op. The replacement lens was a zlb00 16.5 diopter iol. No additional information provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturer. The product was inspected using a 12x magnification and no anomalies were found. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Through follow up additional information was provided. Explant of the lens was confirmed and was conducted on (B)(6) 2017. There was no incision enlargement, vitrectomy or sutures required at explant. No patient post-op injury reported. The explanted lens was replaced with a model zlb00. (B)(4). No additional information was provided. All pertinent information available to abbott medical optics has been submitted.